Event description:
It was reported that a resume pump alarm occurred. The customer did not know why insulin delivery was suspended. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.